Manufacturer narrative:
Date sent to the FDA: 11/20/2024. Corrected information: g3. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported by an attorney that the patient underwent hernia repair on (B)(6) 2016 and mesh was implanted. It was reported that the patient underwent removal of mesh on (B)(6) 2017. It was reported that the patient experienced abdominal pain, bulge, pain, gained weight, clear fluid, and adhesions. It was reported that the patient had hernia repair on (B)(6) 2011 and mesh was implanted. Other procedure was captured in a separate file. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 11/18/2024. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.